Event description:
It was reported that there was in-stent thrombosis and a potential stent fracture. A 6mm x 80mm, 130 cm eluvia drug-eluting vascular stent system was selected for use in an angioplasty and stenting procedure to treat thrombosis. On (B)(6) 2023, angioplasty was performed followed by successful deployment of the eluvia stent with a subintimal approach due to severe peripheral arterial disease. On (B)(6) 2024, the patient had a vascular lab follow-up where low parameters were noted, and the patient was referred to angiography. On january 10, 2024, angiography showed thrombosis inside the eluvia stent, and the physician suspected a possible stent fracture. Thrombo-aspiration was performed with a non-boston scientific device, and the thrombus was successfully removed. Additionally, a non-boston scientific stent and an innova stent were deployed inside the eluvia. No further patient complications were reported.

Event description:
It was reported that there was in-stent thrombosis and a potential stent fracture. A 6mm x 80mm, 130 cm eluvia drug-eluting vascular stent system was selected for use in an angioplasty and stenting procedure to treat thrombosis. On (B)(6) 2023, angioplasty was performed followed by successful deployment of the eluvia stent with a subintimal approach due to severe peripheral arterial disease. On (B)(6) 2024, the patient had a vascular lab follow-up where low parameters were noted, and the patient was referred to angiography. On (B)(6) 2024, angiography showed thrombosis inside the eluvia stent, and the physician suspected a possible stent fracture. Thrombo-aspiration was performed with a non-boston scientific device, and the thrombus was successfully removed. Additionally, a non-boston scientific stent and an innova stent were deployed inside the eluvia. No further patient complications were reported. It was further reported that the stent fracture was confirmed.